Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
A baxter service technician reported finding a colleague infusion pump with failure code 810:11 while verifying the air in line calibration. This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
(B)(4). Non-functional lockout the analysis results of device (a) found that it was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. In addition, the lockout mechanism was found to be non-functional; however, this finding is not related with the incident reported. The analysis results of device (b) found that it was visually and functionally evaluated and no anomalies were noted; it fed and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Device c: batch # g9jy4g mfg date: 4/20/2010; exp date: 3/20/2015. The analysis results device (c) found that it was received empty. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. In addition, the antibackup was noted damaged and the lockout mechanism was found to be non-functional. These findings are not related with the incident reported. Device c: batch # g9jh7w mfg date: 2/26/2010; exp date: 1/26/2015. Returned empty. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a neck dissection procedure, the device is cutting the vessel prior to the clip forming. The vessel was clamped and tied. No significant bleeding occurred. No blood transfusion was given. Another device was pulled, the same thing occurred. A third device was pulled and the case was completed. There was no patient consequence.